Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2015-00277 to provide the sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection did not find any anomalies. The tr-band was inflated with 18ml of air and submerged in water to check for leakage. As a result, no air leak was confirmed. The port component was disassembled for magnifying inspection. No anomalies were revealed. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. The inspection result confirmed that the actual sample did not leak. Although the cause for the reported event cannot be definitively determined based upon the available information, it is likely that the actual sample became deteriorated in its air-tightness performance due to the foreign substance being caught in the air-sealing area between the rubber tip and outer cylinder of the one-way valve, resulting in the reported air leak. However, with no finding of such a foreign substance during the above inspection the cause of this complaint cannot be determined definitely from the available information. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2015-00277 to provide the sample evaluation results.

Manufacturer narrative:
The actual device has been received but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported an air leak in the tr band device. Follow up communication with the user facility confirmed the following information: the actual sample was applied to the patient's wrist; several minutes later the customer came back to check on the patient; the balloons had been deflated and the bleeding was not completely arrested; injection of air did not improve the situation; the actual sample was changed out; and there was no harm to the patient.